Manufacturer narrative:
Ge healthcare's investigation into the cause of the venue go tilt mechanism malfunction has completed. An analysis of the damaged part was performed, including evaluation by the part supplier, and a review of manufacturing and design was performed. The cause of the malfunction has been determined to be a design tolerance stack-up issue within the tilt mechanism fitting along with repeated dynamic loading stress which damaged the tilt mechanism. The venue go tilt mechanism this complaint describes had been damaged and continued to be used when the event occurred. The damaged tilt mechanism has been replaced for the customer, and ge healthcare initiated recall z-2652-2023, which was reported to the FDA on (B)(6) 2023.

Event description:
A customer in france has reported that on (B)(6) 2023 the venue go had either a loose or broken cart mounting hardware for the tilt mechanism, and the venue go fell off and landed near a patient's head while the patient was lying down.

Manufacturer narrative:
Block a: patient information could not be obtained due to country privacy laws. Block d4, UDI: (B)(4). Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.